Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery 20 days ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("my sex drive has gone crazy /I didn't enjoy sex at all"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the loss of libido had resolved. The reporter considered loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, loss of libido. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this report was detected to be a duplicate to record# us-bayer-2019-124627 to which all information was transferred, then this duplicate record (us-bayer-2019-126234) will be deleted incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery 20 days ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("my sex drive has gone crazy /I didn¿t enjoy sex at all"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the loss of libido had resolved. The reporter considered loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, loss of libido. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.